Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol sepramesh ip used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Regarding adhesions and hernia recurrence; adhesions and hernia recurrence are known inherent risks of surgery and is listed in the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip device; there is no allegation related to the ventralight st. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. (B)(6) 2011 - the patient underwent revision surgery "for repair of incarcerated recurrent incisional hernia and resection of the small bowel due to obstruction, lysis of adhesions and removal of dysfunctional mesh." (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard/davol ventralight st mesh. As reported, the patient's attorney alleges a general claim related to the sepramesh ip "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. (B)(6) 2011 - the patient underwent revision surgery "for repair of incarcerated recurrent incisional hernia and resection of the small bowel due to obstruction, lysis of adhesions and removal of dysfunctional mesh." (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard/davol ventralight st mesh. As reported, the patient's attorney alleges a general claim related to the sepramesh ip "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of sepramesh ip (device #1). Per operative notes, ¿there were multiple hernia defects in the anterior abdominal wall. A sepramesh ip (device #1) was placed intraperitoneally using sutures.¿ (B)(6) 2011 - patient was diagnosed with partial small bowel obstruction from incarcerated recurrent incisional hernia thereby underwent resection of small bowel and partial removal of sepramesh ip (device #1). Per operative notes, ¿a piece of small bowel adherent to the inferior portion of the previously placed sepramesh ip (device #1). Adhesions were taken down. The previously incarcerated piece of omentum and the excess small bowel were then resected. The old mesh (device #1) was trimmed to the fascia.¿ (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh using echo ps (device #2). Per operative notes, ¿adhesiolysis was performed. Identified the previous place of mesh (device #1) as well as hernia. A ventralight st mesh using echo positioning system (device #2) was placed into the abdomen.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel removal, pain, hernia recurrence & emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol sepramesh ip used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Regarding adhesions and hernia recurrence; adhesions and hernia recurrence are known inherent risks of surgery and is listed in the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 2 months post implant of sepramesh ip, patient was diagnosed with hernia recurrence, obstruction and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesion as possible complications. Updated fields: a2, b4, b5, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.